Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited increased pacing impedance measurements of 1900 ohms approximately one and a half years ago. Since threshold and sensing measurements were good and there were no patient symptoms the physician opted to monitor the patient. Now there were high out of range pacing impedance measurements for the rv lead and crt-d that were greater than 2000 ohms. Boston scientific technical services (ts) reviewed the data on the remote home monitoring site and found that the impedance measurement has been greater than 2000 ohms for at least one year. The physician opted to again continue to monitor the patient and program the alert from the remote monitoring system to 2500 ohms. The crt-d and rv lead remain in service and no additional adverse patient effects were reported.